Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported incomplete coaptation (intraprocedure) is due to challenging patient anatomy. The poor imaging is due to challenging patient anatomy and imaging equipment. The reported unexpected medical intervention (addl mitraclip/triclip same procedure) is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report slda, intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and noted restricted posterior leaflet. There were the clip was implanted without issue. An ntw cds (10120u102) was advanced to the mitral valve and there was difficult visualization of the clip due to the anatomy and imaging equipment. The clip was implanted but there was a single leaflet device attachment (slda) from the posterior leaflet. Another cds (10120u174) was advanced to attempt to stabilize the slda but the clip became caught on the chords. There was difficulty visualizing the clip due to the anatomy and the clip itself. Troubleshooting was performed but the clip could not be freed and was implanted where it was caught at or near a3p3. Mr remains 4. No additional information was provided.